Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted proximal gastrectomy surgical procedure using an xi system, the customer experienced the instrument insertion axis springing back upon installation to universal surgical manipulator (usm) arm 1, with an accompanying message. Error 31010 related to usm1 was found in the logs. The customer was advised to reseat a sterile adapter (sa) first and then reseat the instrument. It was confirmed that arm 1 was being used with force bipolar instrument and no errors occurred during use. The procedure was completed as planned with no report of patient injury.